Manufacturer narrative:
Date of this report: 12/14/2016. The doctor reported that prior to using the tube for a thyroidectomy, they checked the tube for patency; they then used 4 ml of air to inflate the cuff after intubation. At that time the doctor found that the pressure to ventilate ¿was too high, so the tidal volume was affected, and implied oxygen desaturation.¿ there was no patient injury. Device available for evaluation? Yes. Return date: 01/13/2017. Product evaluation: 1 un-sealed sample, part number 8229975, from lot number 0211444294, was received for analysis. The electrode wires were cut off at the main tube for handling purposes during the analysis. Visually, there was no blockage of the inside diameter of the main tube in an ¿as received¿ condition. A syringe was used to inflate the cuff with 10cc of air and minimal pressure was applied to the cuff (around 0.5lb). After 10 minutes the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. Using the 7.5mm inside diameter as reference, the delamination / separation of the pvc layer measured approximately 0.16¿ which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was where the inflation assembly attaches to the main tube. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the tube was checked for patency prior to use. The patient was intubated in preparation for a thyroidectomy, and the cuff was inflated with 4ml of air. At first "the situation was not worrisome. However, the pressures went higher over time; the tidal volume was affected. So it was decided to replace the tube before starting the surgery." Prior to replacing the tube proper tube position was checked, they confirmed that the patient was not experiencing a bronchospasm, and the anesthesia unit was tested again for proper functioning. There were no issues with the second tube; the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
The 510k: device not marketed in the us; similar device available. Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that after intubation and before starting the surgery, the anesthesiologist checked the inner lumen of the tube with fibroscopy and discovered it was partially was blocked. He took out the tube and used a new one with no problems during the surgery and with no damage to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.